Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic with a pacemaker in backup vvi mode due to event que overflow. The pacemaker was reprogrammed and restored. The patient was stable during and after the event.